Event description:
It was reported that the left ventricular (lv) lead had become dislodged. During the lv lead replacement procedure, the physician noted that it was very difficult to disconnect the leads from the header of the device. The physician used a klemmer to remove the grommet, however, the setscrew came out of the connector block while doing so. The physician elected to replace the device as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw.